Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega ps tibial plateau. It was reported that the implant had discoloration of underside of tibia and white powder substance on the surface of tibia. Surgeon refused to use the product and requested a new one. This incident did contribute to a 15 minute delay in surgery. The procedure was successfully completed by opening a different implant. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
General information we received a complaint about one nx058z as vega ps tibial plateau cemented t4+ from the emory decatur hospital, decatur, USA. Up to now neither the affected device nor the package is available for investigation. Consequences for the patient surgery delay longer than 15 minutes. Investigation is not possible; no product at hand. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the mentioned failure is package related (related due to several delivery processes). Rationale on the basis of the current information and without a product for investigation, a clear conclusion can not be drawn. The device history records have been checked and no abnormalities could be observed. From our experience (on the basis of similar cases described) it could be possible that the mentioned powder substance on the surface of the implant resulting from contact between the implant and the pe packaging component of the primary packaging. On the basis of the manufacturing date (2014) most probably the complained device is part from a loan service. Therefore it could be possible that a high level of workload due to several delivery processes lead to a complete damage of the packaging oxygen reached to the product and lead to the mentioned discoloration. Corrective action for the mentioned problem a CAPA was created. Please note the associated recall, in progress.